Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated they stopped using the insulin pump for three weeks due to the no delivery alarm. Customer was assisted with performing a 5.0u fixed prime. Customer stated the insulin did exit and the insulin pump had alarmed no delivery. No additional information provided.